Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy. The device was found in back up vvi. A communication error was received during attempted device download. After multiple attempts, a successful device download was completed. It was noted that the patient had bruising around the pocket area. The physician elected to explant and replaced the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inappropriate shocks could not be verified in the laboratory. The reported field event of backup vvi (bvvi) was confirmed in the laboratory via programmer printouts. Review of the printouts indicated the device was in bvvi due to event queue overflow. However, since the device was reprogrammed in the field, the root cause of the event queue overflow could not be determined and the inappropriate shocks could not be confirmed.